Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with episodes of post paced t wave oversensing on the implantable cardioverter defibrillator. The patient's condition was stable and the clinician elected to continue to monitor normally. No changes were made at this time.